Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 123 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. Initially, the prime test failed. However, after changing the infusion set, the prime test passed. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.